Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose level was unknown. The customer reported that the insulin pump need to rewind. The customer stated that the error occurred again when they rewind the insulin pump. The customer reported that the were not able to clear the alarm and not able to exit rewind and prime process. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm pump error 130, 43, frozen screen, prime anomaly or rewind anomaly due to blank display.